Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open inguinal hernia repair procedure, the device was applied on the inguinal area, silk suture was used to close the wound after the procedure, however patient's wound fluid had effusion, the healing time of the wound and the time of change medical prescription were prolonged due to the product issue. The event lead to an extended hospitalization. Patient was alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information indicates that the wound had seepage and suspected seroma. The size of the defect was 1-3 centimeters. The mesh was not cut prior to implantation and 5 fixation points were applied. The patient's wound is healed. Hospitalization was extended about 10 days it is unknown if there was packaging issue. The mesh appearance and whether it was damaged is also unknown.